Manufacturer narrative:
The lift is designed so the mast will not fall off with a patient in the lift, even if the screws are not tightened. However, a push in the backward direction with no patient in the lift can cause the lift mast to fall off if it is not properly fastened with the screws. Pictures of the lift show damages from the screws used to release the mast (what is described as the lower holes in the periodic inspection). It is unknown why the mast was not properly fastened and why the screws were placed in the lower holes. The periodic inspection for liko mobile lifts ((B)(4)) states, together with a pictorial description: verify that both locking screws are tight in base in the upper holes on the mast. Note! Do not place any screws in the lower holes! A search of hillrom records shows that the last date of inspection of the lift was on june 2, 2020. It is possible the screws were damaged after the inspection. Hillrom provided the account with a quote to replace the base and flat angle bracket of the lift. The lift will be repaired upon the arrival of the parts. Based on this information, no further action is required.

Event description:
Hillrom received a report from the account stating the lift was used to move a patient to a chair. As the lift was removed from the chair, the mast detached from the base of the lift. The lift was located at the account at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as (B)(4).